Manufacturer narrative:
No damages or defects were noted to the fluid path components that would contribute to an infection at the infusion site. The exact cause of the reported infusion site infection could not be determined.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to the emergency room (ER) on (B)(6) 2024 due to high blood glucose levels and developing an infection at the pod¿s insertion site. The patient¿s blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) with ketones of 1.5 while wearing the device between 5 and 24 hours on the leg. The patient was diagnosed with an infection and was prescribed antibiotics co-amoxiclav (3x day for a week). Hyperglycemia treated with a new pod. The patient was discharged the same day.